Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On april 15, 2021, olympus medical systems corp. (Omsc) received the literature titled "endoscopic management of pancreatic diseases in patients with surgically altered anatomy: clinical outcomes of combination of double-balloon endoscopy- and endoscopic ultrasound-guided interventions". This study was conducted on endoscopic retrograde cholangiopancreatography for 40 patients with surgically altered anatomy from october 2006 to june 2019. In the literature, it was reported that one perforation, four pancreatitis, three pancreatic leakages, and two abdominal pain occurred. All the adverse events were managed conservatively without further interventions. Whereas, it was reported that 10 failed pancreatic cannulation, included surgical re-anastomosis was performed in one patient with pancreatic fistula (pf). Omsc assumes that surgical re-anastomosis was an adverse event to submit due to failure of pancreatic cannulation. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event need for surgical re-anastomosis.